Event description:
It was reported the customer had a keypad anomaly. The customer stated their escape button was unresponsive. It was also found the customer was stuck on a bolus after a check settings alarm occurred. Customer also received a battery out limit alarm and a button error alarm. Customer's blood glucose was 183 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was monitored for three days and no unexpected check settings alarm occurred. Cleared the user settings and programmed insulin pump with the current time and date. Insulin pump received with normal operating currents. No battery out limit alarm occurred during testing. Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on lcd window, and scratched reservoir tube window.